Manufacturer narrative:
(B)(4). Premature sled movement device a was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no unusual noise was noted. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device b was returned in good visual condition and with a green cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no unusual noise was noted. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a davinci lap colon procedure, there were two malfunctions with two separate guns: first gun-the surgeon was unable to fire the blade. Used excessive force and fired through the lockout mech. The surgeon heard a loud crack upon firing. Second gun-the surgeon was unable to open jaws after firing. Possible that I-blade was not retracted fully. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).